Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior tibial artery. A 1.5mm x 20mm x 142cm coyote balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.